Manufacturer narrative:
The insulin pump had button error alarm due to flattened dome switch at act button on keypad traces. The pump was unable to verify the compromised force sensor system alarm and failed battery test alarm due to keypad damage. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of button error, compromised force sensor system alarm and failed battery test from the insulin pump. The customer's blood glucose reading was 84 mg/dl. The customer stated that when he primed the reservoir, it never stopped. The customer changed the battery and received a failed battery test. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. The customer was able to rewind the pump. The customer was advised to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.